Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 80% stenosed target lesion was located in the 90% angled and very calcified circumflex artery (cx). The lesion was predilated with a 2x2.5mm balloon. Next, a 2.5x16mm promus element stent delivery system (sds) was advanced and with some difficulty it crossed the lesion. However, it was noted that one stent struts got lifted up. The procedure was not completed but the patient was in stable condition and there were no patient complications. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 80% stenosed target lesion was located in the 90% angled and very calcified circumflex artery (cx). The lesion was predilated with a 2x2.5mm balloon. Next, a 2.5x16mm promus element stent delivery system (sds) was advanced and with some difficulty it crossed the lesion. However, it was noted that one stent struts got lifted up. The procedure was not completed but the patient was in stable condition and there were no patient complications. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer- a visual and microscopic examination identified stent damage and shaft kinks. The 1st strut on the distal end on row 1 was misaligned. There was also a strut in the middle of the stent that was raised. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. The balloon and tip sections of the device were examined and no damage was noted that could have contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)